Event description:
It was reported that at the device replacement procedure that a new device was attempted but not used because the right ventricular coil set screw was stripped and would not tighten down on the lead. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Concomitant products: 5076-52, implantable pacing lead, (B)(6) 2012; 429688, implantable pacing lead, (B)(6) 2012; 0185, competitor im plantable tachy lead, (B)(6) 2012. (B)(4).